Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: during a post-op procedure, it was noticed a clip had come off the vessel. There were post operative complications from initial procedure (complications not reported). There was no bleeding or leakage reported post-operatively. The blood loss/leakage due to clip coming off of vessel is unknown. The status of the clip is unknown. The surgeon believes that the device allegedly failed. A re-operation was required.